Event description:
It was reported that (1) device was used during a video assisted thoracic surgery. It was reported by the affiliate that the surgeon attempted to fire the ez45b instrument, but reports that the knife blade was off center. Another instrument was used to complete the case. There was no consequence to the pt.